Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a therapy electrode recognition test. The cause for the test failure was isolated to a broken pulse wire in the rear therapy electrode cable. The root cause for the broken pulse wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.